Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 32 mm stent delivery system was returned for analysis. A visual examination found a partial hypotube break in the laser-cut region at 36.3 cm from the distal end of the tip. This type of damage is consistent with excessive force that could have been applied on the delivery system. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 21-mar-2019. It was reported that crossing difficulties were encountered. The 79% target lesion was located in the severely tortuous and severely calcified mid right coronary artery. Following pre-dilatation using 2.0x15mm non-bsc balloon, a 3.00x32mm synergy ii drug-eluting stent was advanced but failed to cross the lesion and after three attempts, it was noted that the mid shaft was deflected. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed that the hypotube lasercut region was partially separated.